Manufacturer narrative:
No patient information provided as no patient was involved in this concern.on 11/25/2015 a medtronic representative, following-up a the site, noted it took a few re-boots to see the issue occur, then it could not be duplicated again. The medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while on site, found that their navigation system was displaying no input on both monitors. In trouble-shooting, another navigation system was brought over and tested the video chain. Everything from the video splitter to the monitors was working properly. When the medtronic representative re-connected all the components the navigation system was functioning normally. Power-cycled the system a few times and behavior did not reoccur. Reconnecting components resolved the issue. System functioning normally. There was no patient present when this issue was identified.